Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening anterior side assessed as surgical damage. Infection: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device.

Event description:
Patient reported having been treated with a right side breast infection. Healthcare professional later reported right side deflation. Device has been explanted.

Event description:
Patient reported having been treated with a right side breast infection. No indication of surgical reoperation, device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 07/28/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e3, h6

Event description:
Device has been explanted and replaced.